Manufacturer narrative:
Device was returned for evaluation on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four photographs of one reload, one idrive ultra1 and one endo gia adapter standard sent by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and a pmv evaluation of the returned photos. The photos show an idrive handle and an adapter serial numbers. The reload had a broken blow out plate and clamped jaws. Without the physical product, a root cause could not be reliably determined. A probable root cause for the difficult unloading may stem from removing the shipping wedge and loading the reload at an extreme angle with excessive force. Loading under these conditions can force the knife bar assembly through the retaining feature in the lock ring. An improper load allows the knife to advance but prevents retraction for unclamping. A probable root cause for the broken blowout plate may stem from the device being articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic low anterior resection, the powered stapler and reload were used to transect the rectum. The reload was tested by the stapler and all 3 green lights on the handle of the stapler were on. However, the doctor was not able to fire the reload on the rectum as he pressed the blue firing button and the stapler would not move. He found that there was a blue status light and the staple green light was flashing. His scrub nurse then unloaded and reloaded the same loading into the stapler again and the firing was unsuccessful. The doctor then removed the jaw from the tissue and tried outside of the patient cavity. He found that the reload was not able to open the jaws after he had re-attached the adapter and reload into the handle of the stapler again. The reload was difficult to unload from the adapter. Later, they found there was a small metal part coming out from the reload. The doctor then opened a manual handle and a brand new reload to complete the surgery, but a broken sound was heard from the handle when they tried to pull the loop. They did not fire the stapler and they opened another new manual handle and reload to finish the surgery. They tested the powered handle later and found there was no problem with the handle. The last known patient status was stable.